Event description:
The bed exit function was not working. There was not a pt on the bed and there were no alleged injuries.

Manufacturer narrative:
The technician replaced the bed exit pc board and the bed exit system functioned as designed.